Event description:
A malfunction alarm was reported, identified by the code malf 12, which did not occur again after resetting the pump. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and advised the caller to call back if the malfunction code reappeared, a directive which the caller acknowledged and understood.